Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "removal due to breast hard". Healthcare professional later reported "prosthesis ruptured". Healthcare professional later reported "suspected rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening assessed as surgical damage. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "removal due to breast hard". Healthcare professional later reported "prosthesis ruptured". Healthcare professional later reported "suspected rupture" confirmed by ultrasound. This record is for the left side. Device has been explanted.